Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0s1zs, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that she started wearing a heart monitor over her chest to monitor her heart for chest pain and when the heart monitor started working, she started to feel burning on the right buttocks area where the implant was located. The patient inquired if the heart monitor would ruin the implant. She was getting relief from therapy. She could not put pressure on the implant area anymore because it was painful, sensitive. The patient also inquired about cardioversion and other tests that were contraindicated. Additional information from the patient reported it was not chest pain; the patient had pulmonary hypertension with fluid around the heart and the heart rate was up. When the patient was up and moving around, the tissue around the heart hurt (not the heart) because it had to pump so hard to move the fluid. This issue started in (B)(6) 2015. It was further noted that the implantable neurostimulator pocket had a bruised area that was two inches long. It was noticed on (B)(6) 2015. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that she had called the cardiac imaging department as she was still in the building and they recommended she have the holter monitor removed. The burning caused cells to rupture at the implantable neurostimulator (ins) site. Even after 1 month, the bruise was still there and she would occasionally have the burning sensation. The sensitivity and bruising was still present following immediately removing the monitor. She could not put pressure on it or lay flat on her back or on the right side due to the discomfort. She was afraid to use the programmer so she had fecal incontinence again. Her doctor had said to turn it on, but she was afraid about possibly not being able to turn it off, it getting stuck, and it continuing to burn.